Manufacturer narrative:
From the complainant report, prior to the manta deployment, a hematoma was present at the access site. It is speculated that the hematoma compromised the accuracy of the puncture depth determined during the puncture location procedure. The IFU states: "the safety and effectiveness of the manta device has not been established in patient populations suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation." Post deployment, the hematoma required manual compressions due to the copious amount of bleeding. Three days post procedure a pseudoaneurysm developed requiring vascular intervention and the manta device was explanted. The risk of failing to achieve hemostasis and access site complications such as hematomas and pseudoaneurysms leading to surgical intervention is written in the IFU as possible adverse events. Risk documentation was reviewed, and failure to close a puncture hole is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The document history was reviewed and there were no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging if it becomes available. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient required medical intervention in the form of vascular surgery due to formation of bilateral pseudoaneurysms after the manta vascular closure device was successfully deployed and provided hemostasis of the femoral access. Use error has been identified as a possible contributor to the reported adverse patient event. The manta vascular closure device instructions for use states the safety of the manta device has not been established in patient populations which includes patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The manta vascular closure device instructions for use further state potential adverse events related to the deployment of vascular closure devices have been identified and includes other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent fenestrated thoracic endovascular aortic repair (tevar) on (B)(6) 2019. The right femoral vessel size was measured to be 8 mm with no calcification or tortuosity reported. Access was obtained under ultrasound guidance and a 14f was utilized as the procedural sheath on the right femoral artery. The patient received 18000 units of heparin. The deployment depth was reported as 4 and performed per IFU (+1). The activated clotting time (act) prior to administering protamine was reported as 354 seconds. Protamine was administered and the post closure act was reported as 127 seconds. Manual compression was held on the right side access site for five minutes after the manta 14f vascular closure device was deployed due to a right-sided femoral access site hematoma that was reported to have been present prior to and after the manta vascular closure device deployment and was described to have "a lot of bleeding." The patient was reportedly "fine" the following day. However, three days later, on (B)(6) 2019, the patient reportedly developed bilateral pseudoaneurysms (left pseudoaneurysm MDR #3010252479-2020-00006) and was taken to surgery for vascular repair. During the vascular repair procedure, the manta 14f vascular closure device was explanted from the patient's right femoral artery.